Event description:
Customer reported an increase in frequency of defects in e9100ah. The issue involves a component that is used to secure the blue sheet to the plastic arm-fixing bracket. This component has been detaching, and the occurrence of this issue has increased over the past two months. The affected lot numbers are as follows: lot : 68540560 lot : 68540559 lot : 68233553 lot : 039373.

Manufacturer narrative:
Product is not available for return or evaluation. This report is based solely on the information provided by the customer. A review of the complaint database found one event similar to the reported issue. In this instance, product was returned and confirmed the plastic cap fits over clips after assembly with no visible deformation or misalignment. However, when assembled, the clip ends disengage easily with minimal force, preventing the cap from maintaining secure attachment as intended during use. Root cause was not determined in the previous instance, therefore, the current issue has been escalated to the subject matter expert (sme). Ongoing investigation is underway to determine the root cause. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).